Event description:
It was reported the sys intermittently shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated. The battery pack was replaced and the filament was calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.